Event description:
Per the clinic, the patient began experiencing intermittencies and subsequently lost connection to the internal device after sustaining a trauma (specific date not reported) to the implant site. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed december 12, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed march 7, 2014.